Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon had wound related issues using the device. The suture dissolves more quickly.